Event description:
It was reported that the patient was referred a sleep study to determine if their sleep apnea was related to their vns. The physician was not certain if the sleep apnea was related to vns. No further relevant information has been received to date.